Event description:
A customer reported that the system lost power in the middle of a cataract with iol (intraocular lens) implant procedure. The power was recycled and it "worked fine" through the remainder of the case without any problems. There was no impact to the patient.

Manufacturer narrative:
The customer called a technical support specialist (tss) to assist with troubleshooting. The tss had the customer recycle power, and the issue resolved. The customer did not request service. No sample were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown.(B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).